Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. Inspection of the device revealed a clot by the prefilter. Fse cleared the clot and ran the pump. Pressure maintained at 8.9 mpa. Fse subsequently ran controls and patient samples with no more errors. No further action was required by field service. The most probable cause of the reported event was due to a clot by the prefilter.

Event description:
On (B)(6) 2017, the customer reported high pressure with their g8 analyzer. Technical support (ts) advised the customer to change the filter but the error persisted. The customer then, removed the filter tubing and pressure was noted to be 6.8 mega pascals (mpa). On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.